Event description:
The reporter contacted lifescan (B)(4) alleging that the subject meter displayed the battery indicator even though the battery as replaced one month ago. The reported issue was not resolved with customer service troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
The 510 (k) is k093745. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (10/31/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a cold solder joint and a broken l5 inductor. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.